Event description:
Customer reported, during testing of the equipment, that 5 audio stations were found in which the code blue switch did not annunciate when activated. No patient injury, no adverse events reported.